Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed incoming inspection with no anomalies observed. (B)(4).

Event description:
It was reported that the external pulse generator's (epg) atrial output was out of specification. The epg would/was not pacing on the atrial side below fifteen milliamps. The epg was returned for testing, calibration, and warranty repair. There was no patient involvement.